Event description:
It was reported by service report that the cot was bent due to being dropped. This type of damage could effect the performance and stability of the cot during transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-11534. The serial number (B)(4) and catalog number 6506000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-11534 for full reporting.

Event description:
It was reported by service report that the cot was bent due to being dropped. This type of damage could effect the performance and stability of the cot during transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.